Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, right atrial mapping was performed, followed by ablation of a micro-reentry in the posterolateral area with 11 applications using pulsed field ablation. The procedure was successful with no recurrence of flutter. The patient had an implantable cardioverter defibrillator. Upon arrival in the room, the earpiece cable channel was very noisy and the ventricle channel had no signal. Subsequently, it was found that the implantable cardioverter defibrillator electrode was broken, necessitating removal and reimplantation of the electrode. The patient required extended hospitalization for five nights. Medical intervention was performed to remove and replace the electrode. The patient outcome was reported as alive with injury.